Event description:
It was reported the customer's had a problem with insulin pump giving her motor error alarm and no delivery alarm. The patient's blood glucose level was 190 mg/dl. The customer's was advised to disconnect from the insulin pump and asked to retrieve their pump settings and returned the insulin pump with battery and zero out the basal rates. The patient's was advised to discontinued the use of the insulin pump and revert to backup plan. The trouble shooting was performed. The customer's was told that were sending the replacement of insulin pump. No further information was reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error or unexpected no delivery alarms noted. However, insulin pump received slightly loose drive support disk. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, cracked battery tube threads, minor scratches on display window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).